Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the component showed little to no evidence of bone cement and poor fixation. The root cause of the event was most likely due to cement technique error.

Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to tibial loosening. All components were removed and a total knee system was implanted.